Manufacturer narrative:
(B)(4): return to operating room. The explanted device was returned to the MFR for eval and is currently being analyzed. (B)(4). No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that post-implant of the lvad, the pt presented with a decrease in pulsatility index (pi), decreased flow and inability of the device to offload the left ventricle as seen via echo. It was reported that these clinical observations were consistent with thrombus in the device and the hosp made a decision to replace the lvad. The pt was returned to the operating room (or) to exchange the lvad and upon removal of the device, it was reportedly noted that the pump "was clotted off from the inflow cannula through the outflow graft." The device was successfully exchanged with another lvad and the pt continues on lvad support without any further issue. Add'l info from user facility report: vad parameters indicated that the pump was not filling. Returned to operating room. Upon direct visual inspection it was found to be clotted off.